Event description:
The manufacturer received information alleging pressure issues with a ventilator. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module needs replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging pressure issues with a ventilator. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module needs replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's power management board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's inline filter was replaced due to contamination. The active exhalation control module proportional valve was evaluated by the manufacturer's product investigation laboratory (pil) and found the active exhalation control module proportional valve functioned as designed and operated without issue or error codes.

Manufacturer narrative:
It was initially reported, during the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module needs replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's power management board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's inline filter was replaced due to contamination.